Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during a surgery procedure, the surgeon found that the device was not efficient. The vacuum was lower than usual. No injuries occurred.

Manufacturer narrative:
A device history record review could not be performed because a valid lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for the investigation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to confirm the reported condition, determine the root cause(s), or implement any corrective action(s). If a sample should be returned at a later date the complaint will be reopened and the investigation updated to reflect our findings. This complaint will be used for tracking and trending purposes.